Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
The event involved a tego¿ connector. This event occurred on unspecified date. It was reported that during dialysis, the machine beeps at blood pressure readings. Flushing attempts failed, and tego valves were replaced. Silicone displacement was observed, partially obstructing the catheter lumen. This issue is recurrent. Valves, normally changed, are often replaced more frequently in pediatric patients (ages 1¿14) due to defects. There were patient involvement and no patient harm or adverse event reported.